Event description:
It was reported the spinal portion of the catheter was revised the day of the report because it was ¿clogged¿ and had been since december. The pump was used to deliver fentanyl and hydromorphone. No patient symptoms or outcome reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# serial# (B)(4) implanted: (B)(4) 2014, product type: catheter. Product ID: 8782, lot# serial#(B)(4) implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).